Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented with a proximal type I endoleak due to short reverse funnel shaped aortic neck. There is approximately 6mm of proximal aortic neck available to improve the seal zone. An intervention was performed. Six aptus screws were inserted into the bifurcate graft along with an endurant cuff and four additional aptus screws. On final angiogram it could not be determined if the endoleak had resolved. The physician has no plans for further intervention and will continue to monitor the patient. No clinical sequelae were reported and the patient is being monitored.